Manufacturer narrative:
The product code/lot number combination was not reported, as a result the UDI number was not available. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon user facility information and retention samples from three recent r/o ii sheath lots. Visual examination confirmed that there were no visual defects. Leakage testing confirmed the samples met manufacturing specification. A comment was made by the user facility that several incidences of valve leakage had occurred. However, those events were not reported to the manufacturer and no additional information was available including event dates, product/lot codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. The product code and lot number was not provided by the user facility, which prevented a meaningful review of quality records. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention samples were normal product with no anomalies. An exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leaky valves for all size r/o sheaths. Follow up communication with the user facility confirmed the following information: most of these issues occur during long cases with stiff wires being utilized; the customer reported that the leaking is quite substantial; blood loss was stated as "quite a bit" an exact amount was not provided; for this particular case the procedure was completed; and there was no patient issues.